Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 24-mar-2026, it was reported by a sales representative via (B)(4) that an ar-601-tbc8 ibalance uka, tibial bearing trial, size 3, 8 mm had broken during a case. No further details were provided, and additional information has been requested. Additional information provided 30-mar-2026: it was further reported the trial broke during insertion from the mallet. The trial was not fully in the patient and all pieces were retrieved. This was discovered during a uni knee procedure with no case delay and no additional anesthesia administered. The case was completed with the corresponding implant.